Event description:
Caller alleged imprecision results with inratio. Results as follows: 09/07/06 first test inr= 7.1, second test inr=5.6

Manufacturer narrative:
Inratio precision data provided by end-user: 2006 first test inr=7.1, second test inr=5.6, mean= 6.35; sd= 1.06; %cv=16.7%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.